Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer confirmed that the insulin pump had recently been exposed to sweat. Blood glucose level was 88 mg/dl at the time of the alarm. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened all the buttons dome switch. No button error alarm noted. The insulin pump had minor scratches on lcd window, cracked battery tube threads, broken reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.